Manufacturer narrative:
The field engineer dropped a washer inside the scanner during changing the tube. Then he rotated the rotor by hand in order to be able to retrieve it with a kneeling position. However, his right hand was hanging on the static chassis of the scanner at the time he got up. And unfortunately, he rotated the rotor of the scanner and pinched the finger between the rotor and stator, with several stitches.

Manufacturer narrative:
UDI_not_required. Legal manufacturer: (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, while servicing the device, a field engineer manually rotated the gantry and pinched his hand; sustaining a cut on his ring finger. Medical treatment included stitches.